Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "wire/needle/cannula damage or missing" occurred. The wearable was inserted into the arm on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.